Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date.

Event description:
It was reported that patients ipg has reached end of life and would not connect with clinician programmer. The patient underwent an ipg replacement procedure wherein a rechargeable ipg was implanted. The patient was doing well postoperatively. The explanted device was discarded by facility.